Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The malfunction could not be duplicated. The system was tested and operates as intended.

Event description:
The customer reported that the 7700 system intermittently would not display images when the foot pedal was used. No pt injury was reported.